Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reports the green check will not work. No patient/user harm reported.

Manufacturer narrative:
G4: 9jul18. The phillips fse (field service engineer) determined that the push button power start up is working properly but was unable to get into the diagnostic mode to do any further testing. The push button was not working on the navigational ring(nav). The fse replaced the nav ring performed additional diagnostics on the device with no further problem found. F7: follow-up #1. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10. The phillips fse (field service engineer) determined that the push button power start up is working properly but was unable to get into the diagnostic mode to do any further testing. The push button was not working on the navigational (nav) ring. The fse replaced the nav ring performed additional diagnostics on the device with no further problem found. H11. G1 - manufacturer contact office.